Event description:
Physician attempted to use a visipro balloon expandable stent during treatment of the patient¿s left common iliac artery. There were no abnormalities reported in relation to anatomy. No packaging damage noted and no issues when removing the device from the hoop/tray. Embolic protection was used. An inflator with a 50% saline solution and 50% contrast product was used. The device did not pass through a previously-deployed stent. Degree of tortuosity was normal. Excessive force was not used. No leaks were noted on the device. Inflation difficulties and stent dislodgement at lesion were reported. Inflating balloon up to 12atm resulted in no change and the balloon did not expand. Then, at 13atm, the balloon suddenly inflated, and both the stent and the balloon slipped 2 cm lower. The stent deployed properly, but the physician had to use an additional stent to cover the lesion. The procedure was addressing two eccentric stenoses and the doctor proceeded without pre-dilatation as the access presented no resistance. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.